Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when connecting the device to test it, the intermediate part broke and split. There was no patient injury. Additional information provided by the customer stated that the intermediate part is referring to the blue component that is originally attached to the probe, that part split during the test and separated from the rest of the device.